Event description:
It was reported that the locking ring was found deformed in the groove of the cup and the liner would not implant. There was a delay less than 30 minutes. The device was not used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.